Event description:
The user facility reported that an employee slipped and fell on lubricant leaking from their reliance synergy washer/disinfector resulting in an injury. No medical treatment was sought or administered, and the employee returned to work.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the zip tie holding the lubricant tubing was broken. This caused the inlet lubricant tubing to contact an adjacent flexible ventilation hose in the drying system. The heat from the flexible ventilation hose melted the lubricant tubing, causing lubricant to leak into work areas and the pathways for employees. The washer/disinfector subject of the reported event was manufactured on 3/27/2008 and is approximately 16 years old. The technician removed the damage lubricant tubing, rerouted the lubricant tubing, tested the unit, confirmed operating according to specifications and returned it to service. No additional issues have been reported.